Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous forearm arterio-venous vascular access graft. A non bsc guide wire was advanced to the lesion. A 7.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon was inflated once to 12 atms. The balloon was then inflated to 20 atms and leaking contrast was noted. The device was removed and a balloon pinhole was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.